Event description:
IV tech started to draw up fluid in 50ml bd syringe and noticed small dark speck near the tip of the syringe. Circled it with black marker. She found another syringe with small speck right after. Sent information to [redacted]. 2 x bd 50ml syringe, lot: 4347655, exp: 2029-11-30, ref: 30965. [Redacted] emailed to [redacted]. [Redacted] mailed on fedex trk#[redacted]. Mfg [manufacturer] letter of investigation received. Manufacturer response for 50ml syringes, (brand not provided) (per site reporter)